Event description:
Initial complaint description stated that "the distal atraumatic part of the introducer cut off during the coronary sinus (cs) probing. It was not possible to remove this part from the pt."

Manufacturer narrative:
Eval of the complaint sample showed that the ro material fractured. The ro material felt brittle. The ro/sheath joint was present and intact. Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceed material strength. Ro tip fractured. Source of force is unk, but may be related to the unspecified catheters and wires and the 4f cordis catheter with 90 degree tip that were used during the procedure. Reporter states that these other devices were used in combination several times during the procedure and that the unsupported 90 degree tip may apply a force to the csg tip.